Manufacturer narrative:
Additional info: b4 u[dated to reflect event date. B5 updated to reflect no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump just got back from smiths repair and it alarmed "air in line" service. No patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was received with pixel leakage on the lcd and a cracked rear case. The event log was reviewed and there was evidence of an "air in line" alarm detected. Infusion and air detector functional tests were performed on the pump. It was noted that on 12/17/2019, the pump was returned to smiths medical for a "failed downstream occlusion test" which was verified and repaired. The reported "air in line" issue was duplicated. A false "air in line" message alarmed during infusion test. One of the white wires from the air detector sensor was not firmly connected to the connector (j5). The wire was firmly connected onto the connector and the issue was resolved. The issue was service and repair related.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump just got back from smiths repair and it alarmed "air in line" service. There was no reported adverse event.